Event description:
It was reported that the device was explanted because the patient claimed that it caused them to have significant weight loss.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).